Event description:
It was reported that this lead was an attempted implant due to the lead was not delivering good thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.